Event description:
During index procedure, the patient had two endeavor sprint rapid exchanged (rx) drug-eluting stents (2.75 x 24mm) and (2.50 x 14mm) successfully deployed at mid lad. Approximately 2 months post index procedure, patient suffered spasmodic bleeding in the stomach which was treated by medication. Investigator indicated that there was no relationship with the study product, procedure or drug. Reference MFR #s 9612164-2012-00014 and 9612164-2012-00015.

Manufacturer narrative:
Evaluation results: inherent risk of the procedure (gi bleed). (B)(4).